Manufacturer narrative:
Combination product: yes. The returned product was subjected to a technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation of the returned instrument revealed that the stent is severely deformed in its center. Several stent struts are lifted. Microscopic analysis revealed stent imprints on the exposed balloon surface, indicating that the lifted struts were initially crimped on the balloon. Outside of the deformed zone, the crimped diameter complies with the specification. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Based on the conducted investigations, no manufacturing or material related root cause could be determined. According to the physicians description given in the cnf, the most probable root cause is related to the patients anatomy (i.e. Severely tortuous vessel). It should be noted that the IFU states not to re-insert the orsiro stent system after withdrawal.

Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro drug-eluting stent system was selected for treatment of a pre-dilated severely calcified lesion (90 percent stenosis degree) in the distal lad. The orsiro could not pass the severely tortuous lad. The device was removed, and another balloon dilatation was conducted but after re-insertion the orsiro did still not pass. Another stent was implanted.